Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technologist reported that during a vitrectomy procedure, the product did not function properly and the tubing was found kinked. The product was replaced and the procedure was completed with no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The device history record showed the product was released per specifications. The returned sample was visually inspected and the aspiration line near the probe engine was kinked under the rearshell. This defect is known to result in the customer's experience. The most likely root cause for the customer¿s event was a manufacturing defect. The vitrectomy probe has a rear shell meant to improve the ergonomics of the hand piece, however, if the rear shell is improperly installed, it will result in the customers reported event. (B)(4).